Event description:
Dialysis fistula was accessed at antecubital fossa using a 4 french micorpuncture set. Contrast was injected. This demonstrated a 95% stenosis of the right inominate vein. The patient was administered 200 units of heparin. The stricture was traversed using a steerable hydorphilic guidewire over which a 10 mm angioplasty balloon was dilated its full diameter. Subsequent balloon dilation was attempted. The waist in the balloon could not be relieved at 16 atmospheres of pressure. The balloon ruptured and tore circumferentially instead of longitudinally. This made it necessary for the physician to perform a venous cut down to remove the balloon material during the venous angioplasty.